Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual examination of the returned device identified no tears in the balloon material. However, when an attempt was made to inflate the balloon, a pinhole leak was observed in the balloon. The pinhole was located at 10 mm distal to the distal edge of the proximal markerband. A microscopic examination of the balloon material and proximal markerband could not identify any issues which could potentially have contributed to the pinhole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified forearm arteriovenous graft (avg). The 7.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, on the first inflation at 16 atmospheres, the balloon ruptured. The device was removed from the sheath and the procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified forearm arteriovenous graft (avg). The 7.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, on the first inflation at 16 atmospheres, the balloon ruptured. The device was removed from the sheath and the procedure was completed with another of the same device. No patient complications were reported and patient's status was good.